Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was not returned to depuy synthes. However, photos were provided for review. The photo/x-ray investigation revealed, that the device is in used condition. The anchor is not shown in the photo. The sutures are separated from the anchor, which is an indicative of suture breakage. The overall complaint was confirmed. As the observed, condition of the 4.9 healix adv sp peek ce would contribute to the complained device issue. Based on the investigation findings, a potential root cause can be attributed to an excessive suture tension, during manipulation. However, this cannot be conclusively determined. It has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: the date of manufacture was unknown. UDI: (B)(4).

Event description:
It was reported, by the sales rep in colombia. That during, an unspecified surgical procedure on (B)(6) 2024, the 4.9 healix adv sp peek ce device anchor was threaded in and everything flowed normally. However, when the positioner was removed, the sutures came out cut and the stitches were lost. Fortunately, with the help of the suture that comes with it, so a solution was found. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.